Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet, and the investigation is in process. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that device failed leak test. There was spontaneous deflation during a leak test that was performed during preventative maintenance. There was no patient involvement. It was reported that no further information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(6). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, g3, g6, h2, h3, h4, h6, h10. Review of the most recent repair record determined the unit was confirmed to be failing the leak test. The slow deflate valve on the main manifold was and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.